Event description:
Severe abdominal cramping, urgency to have bowl movements, diarrhea. Since june of 2011 I have experienced pain that comes in waves. Sometimes, it feels like my ovaries are wanting to explode. My stomach feels like its have spasms near my fallopian tubes. At times, it also can feel like something sharp is slowly coming down my uterus. From the time these symptoms started I have been diagnosed with h. Pylori, possible ibs to just now I am developing endometrious. I immediately knew that essure was the cause of my problem. I have nevee had to visit an emergency or see a doctor so often until this. (B)(4).